Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. (B)(4).

Event description:
Covidien received a report there was smoke/fire seen coming from the beside monitor. Customer confirmed there was no patient harm.